Manufacturer narrative:
The inpen paired to the commercial app. Inpen passed baseline and wireless functionality. App logbook displayed: 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u. Inpen failed displacement dose accuracy. Inpen passed dialing alignment using dose knob zero alignment gage. Inpen failed dialing alignment using dose knob zero alignment gage. The zero tick mark dose not align in the gage window when dialed to 16u. It is also noted that the tick mark does not align in the gage window when dialing to desirable doses. Battery investigation was performed, and battery measured 3.018 volts. Inpen passed front cap investigation. In conclusion: inpen did pair to app successfully. No communication anomaly noted. Therefore, the patient concern of inpen not pairing to app could not be confirmed. Inpen did transmit accurate dosages to commercial app. Dose log/report data inaccuracy was not confirmed. However, inpen was received with misaligned dial and failed dialing alignment inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This is 1 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported that the insulin doses are not registered on the inpen app. The customer reported no adverse event. The event involved product(s) mmt-105elblna and mmt-105nnblna. Troubleshooting was performed, customer stated that, it is recurring issue, and the issue was not resolved. No harm requiring medical intervention was reported. Mmt-105elblna and mmt-105nnblna was requested, and the customer's response was that the device will be returned. The customer will discontinue the use of the device.